Event description:
It has been reported to philips that, system was not switching on. System was not in clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the showing error on the screen fluoroscopy storage was not possible and image disk problem. Upon further inspection, fse found that the old monitor was flickering intermittently so they cross checked the monitor and found faulty monitor. Fse replaced the monitor, but the issue was not resolved. Upon further, fse replaced host pc and ippc hdd with new one. After replacement of host pc and ippc hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.